Event description:
It was reported that while using the bd phoenix¿ ap that there was contamination. The following information was provided by the initial reporter: ast indicator: 2203730. Brothbag ID: 2032519. Vials: ID: (B)(6). Ast 4.5ml :2265728. Ast 8.5ml :2160475. Dispenser tube ID: (B)(6). Organism affected: gram+: enterococcus faecium. Gram -: morganella morganii and klebsiella pneumoniae. (B)(4). The customer complains of an increase in resistance results from samples processed on this instrument. The customer has noticed that the problem does not exist with the other preparer and suspects contamination.

Manufacturer narrative:
H.6 investigation summary: the complaint of "many antibiograms are resistant" was received against instrument phoenix ap material number: 448010, serial number: (B)(6). Bd remote assistance provided and instructed customer to decontaminate the instrument, remove all consumables and process the test panels. Instrument was found to be operational and released to the customer for regular use. This complaint is an unconfirmed failure of the bd product. The root cause was unable to be determined as no materials were received for investigation. Device history record review for the instrument (B)(6), is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation and thus, returned material investigation could not occur.

Event description:
It was reported that while using the bd phoenix¿ ap that there was contamination. The following information was provided by the initial reporter: ast indicator: 2203730 brothbag ID: 2032519. Vials: ID:2244194 ast 4.5ml :2265728 ast 8.5ml :2160475. Dispenser tube ID:4441704. Organism affected: gram+: enterococcus faecium. Gram -: morganella morganii and klebsiella pneumoniae. Pierfrancesco nodale : (B)(6)2023 11:01:29 (gmt) the customer complains of an increase in resistance results from samples processed on this instrument. The customer has noticed that the problem does not exist with the other preparer and suspects contamination.

Manufacturer narrative:
Initial reporter facility name: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.